Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, th10-l2 instrumentation using viper was performed on a patient with burst fracture. During surgery, the reported screw was found broken as per the attached photo after the surgeon had inserted the screw and adjusted the screw insertion depth by using t20 hexlobe driver shaft(product# 286725020) assembled with ratchting modular strai (product# 2867150300) . Thus the surgeon withdrew the broken screw and replaced with a new one. The surgery was completed successfully without delay, and no adverse consequence was reported.

Manufacturer narrative:
The viper 5.5 ti cortical fix screw (product code: 1867-31-435, lot number: arbcfn) was returned to the complaints handling unit (chu). The screw was found separated into two different pieces. The saddle had separated from the screw shank. The tulip head was still attached to the screw head and in good condition. The saddle features light markings around its mouth. The drive feature of the screw head also shows signs of use. Due to the markings on the inside of the drive feature as well as on the saddle, it is believed that an unexpectedly high amount of force may have been applied to the screw during tightening, resulting in the saddle being forced out of its position inside the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the screw disassembling cannot be determined from the information and the sample returned. However, a potential cause is an unanticipated high amount of force being applied to the screw during insertion resulting in the saddle being forced from the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.